Event description:
The customer originally complained of questionable elecsys estradiol iii assay result for 2 patient samples tested on a cobas e 411 immunoassay analyzer. The customer provided the estradiol results for 10 patients where they were comparing the diluted result versus the undiluted result. From the data provided, 4 patient results were a reportable malfunction. The customer believes that there is an interference that when the testing is performed using a dilution, the interference gets diluted out. The erroneous results were not released outside of the laboratory. There was no allegation of an adverse event. The customer states the diluted results match the patient's clinical history. The cobas e411 serial number was (B)(4). As a field engineering specialist had recently visited the customer site, the customer does not believe there is an issue with the analyzer. The investigation is currently ongoing.

Manufacturer narrative:
Based on calibration and qc performance reagent issues can be ruled out. The customer stated that they believed that there have been no additional issues. The investigation was unable to find a definitive root cause.